Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the probe suddenly lost its cutting function during vitrectomy surgery and despite reducing the cut rate, the issue did not resolve. The procedure was completed on same day after replacing it with a new probe. There was no information reported about patient impact. This report pertains to probe involved in this reported event.